Event description:
It was reported the patient never received therapeutic effect from the intrathecal drug delivery system. The catheter had been kinked, requiring a revision. Following the revision, the patient still had no symptom relief. The drug used in the pump was not reported. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Used for catheter.